Event description:
It was reported this right ventricular (rv) lead was surgically abandoned due to lead damaged. This lead was likely damaged during a procedure that is not related with the device. A new lead with different model was implanted. No additional adverse patient effects were reported.